Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 3 devices were received. 8 devices were evaluated based on historical data analysis. Additional information 11 devices were not labeled for single-use. 11 devices were reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
Correction corrected data: h10 additional information 11 devices were not reprocessed or reused.